Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy and anterior vaginal colporrhaphy due to sui, uterine prolapsed, and cystocele. It was reported that following insertion the patient experienced infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent a laparotomy, bilateral salpingo-oophorectomy, and lysis of adhesions on (B)(6) 2003. It was reported that patient underwent a lysis of adhesions and laparoscopy procedure on (B)(6) 2003.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with lso, excision of the left pelvic sidewall mass and cystoscopy due to menorrhagia, dysmenorrhea. No additional information was provided.